Manufacturer narrative:
The patient's gender, dob or age at time of event, and weight are unknown. This information was not available from the facility. During advancement, the angiosculpt device got stuck on the guide wire and was unable to be removed, thus was removed as a unit. A new guide wire and device was required to complete the procedure. This resulted in a prolonged procedure. No patient injury reported. Patient information regarding relevant tests/laboratory data or medical history are unknown. The information was not available from the facility. The angiosculpt was returned intact to a 0.014¿ guide wire. Visual examination found the balloon, transition tubing, and inner member inside the balloon was wrinkled. The scoring element was damaged and the shaft and inner member near the proximal end was accordion. In addition the strain relief was damaged. During functional testing, the guide wire was unable to be removed from the device. Per the IFU, if resistance is met during manipulation, determine the cause of the resistance before proceeding.

Event description:
After two inflation, the angiosculpt got stuck on the guide wire and could not be moved to a different target area. The device and guide wire were removed as a unit with no patient injury. The lesion was rewired and completed with another balloon.